Manufacturer narrative:
(B)(4).

Event description:
The physician reported that a patient has been able to tolerate stimulation greater than 0.25ma. He reported that he has attempted to adjust all of the settings, but it always results in the patient coughing to the point having a seizure. The patient is noted to suffer from chronic seizures. The physician tested to see if the patient was experiencing a placebo effect. The testing included telling the patient that he was going to increase settings to see if she coughed, but she never did cough during these tests. Her symptoms did correlate precisely with the actual change in vns settings. It was reported that there were no device issues; diagnostics have been within normal limits. No additional relevant information has been received to date.